Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0210144970, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had an emergency hospitalization on (B)(6) 2015, due to infection, vomit, and febrile state. Test results showed high white blood cells. The patient was hospitalized (B)(6) 2015. She was treated with antibiotics, augmentin, and the event resolved. The event was assessed by the investigator as serious, not related to the stimulator, and related to the test procedure. Relevant medical history includes fecal incontinence since 2005 due to peripheral neuropathy. If additional information is received, a follow-up report will be sent.